Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group. Sorin group (B)(6) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump control panel display showed dashes and the shaft angle encoder did not work during priming. The unit was replaced with a spare. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump control panel display showed dashes and the shaft angle encoder did not work during priming. The unit was replaced with a spare. There was no patient involvement.